Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was aborted, and the patient was moved to another room to complete the procedure. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse performed the database consistency test. The fse solved the issue by performing the database re-creation procedure. After performing the re-create database procedure and functional checks, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed the message "free space low". The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.